Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Per additional information updated from ttm on 26jan2026, their patient had been on s/n dycsy563 for a few hours, and the device was not cooling the patient. Targeted temperature (tt) was 37c, patient temperature (pt) was 39.6c, water temperature (wt) was 28.4c, chiller temperature (t4) was 4.3c, mixing pump command (mpc) was 100%, system hours 3030.5, pump hours 2793.3. Explained the device needs to go to biomed marked with not cooling, alert 113. Another means of cooling must be used. Per follow up information received via phone on 27jan2026, spoke with nurse who confirmed the device was removed from the unit this morning. They had not been with the patient, so they were unsure of any patient treatment details. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Was reported that alarm 113 due to arctic sun device not cooling. Per additional information updated from ttm on 26jan2026, their patient had been on s/n dycsy563 for a few hours, and the device was not cooling the patient. Targeted temperature (tt) was 37c, patient temperature (pt) was 39.6c, water temperature (wt) was 28.4c, chiller temperature (t4) was 4.3c, mixing pump command (mpc) was 100%, system hours 3030.5, pump hours 2793.3. Explained the device needs to go to biomed marked with not cooling, alert 113. Another means of cooling must be used. Per follow up information received via phone on 27jan2026, spoke with nurse who confirmed the device was removed from the unit this morning. They had not been with the patient, so they were unsure of any patient treatment details.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 113 due to arctic sun device not cooling. Per additional information updated from ttm on 26jan2026, their patient had been on s/n: (B)(6) for a few hours, and the device was not cooling the patient. Targeted temperature (tt) was 37c, patient temperature (pt) was 39.6c, water temperature (wt) was 28.4c, chiller temperature (t4) was 4.3c, mixing pump command (mpc) was 100%, system hours 3030.5, pump hours 2793.3. Explained the device needs to go to biomed marked with not cooling, alert 113. Another means of cooling must be used. Per follow up information received via phone on 27jan2026, spoke with nurse who confirmed the device was removed from the unit this morning. They had not been with the patient, so they were unsure of any patient treatment details.